Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17724151l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. It was originally reported that two thermocool® smart touch® sf uni-directional navigation catheters failed during a procedure. They were the same lot number. However, different issues. About half way through the procedure, the first catheter stopped deflecting. This catheter was exchanged. The second catheter could not be connected to the cable as it would not seat. Another cable was pulled but the issue persisted. It was determined that cable port in the new catheter was defective. A third catheter was needed to completed the procedure. No patient consequences were reported. The deflection issue was assessed as not reportable. Since the catheter is unable to deflect completely, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The connector issue was also assessed as not reportable. Since the device or the cable have the connector issue, the device could not be used. The most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the catheter for evaluation. On (B)(6) 2018 the lab discovered reddish material under the pebax. No other damage was found. The foreign material found underneath the pebax was assessed as not reportable as during this assessment, there was no damage found to the pebax integrity. The potential that it could cause or contribute to a death or serious injury was remote. On (B)(6) 2018, the biosense webster failure analysis lab performed a scanning electron microscope (sem) and it showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The hole on the surface of the pebax was assessed as a reportable malfunction. The awareness date of this reportable issue is (B)(6) 2018.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. It was originally reported that two thermocool® smart touch® sf uni-directional navigation catheters failed during a procedure. They were the same lot number. However, different issues. About half way through the procedure, the first catheter stopped deflecting. This catheter was exchanged. The second catheter could not be connected to the cable as it would not seat. Another cable was pulled but the issue persisted. It was determined that cable port in the new catheter was defective. A third catheter was needed to completed the procedure. No patient consequences were reported. Investigation summary for manufacture's analysis reference number (B)(4): the returned device was visually inspected and reddish material was found inside the pebax, however, no damage were observed. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Then, the catheter was connected to a cable without any issue. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Investigation summary for manufacture's analysis reference number (B)(4) for the concomitant product: the device was visually inspected and a connector pin was observed bent. Then, the deflection test was performed and it was found within specifications, the catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the bent pin cannot be determined.